Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned because it remains implanted in the patient. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The construct design ending at t1 with c7 being skipped can cause a moment arm at the point of the junction. This may cause additional loading on the bottom most screws. As the bottom most screw was a medial biased screw with directional range of angulation, this additional loading most likely caused the screw to max out its angulation as seen by the deformation on the bottom of the tulip in one direction. This additional loading most likely contributed to the rod slipping on the other side as well. Additionally, other factors such as patient activity level, patient weight and blocker undertightening may have also contributed to the loads put onto the bottom most screws.

Event description:
It was reported that an oasys medial biased screw tulip disengaged and an oasys rod migrated post-operatively. Patient will require revision surgery. This report represents the rod.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an oasys medial biased screw tulip disengaged and an oasys rod migrated post-operatively. Patient will require revision surgery. This report represents the rod.